Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issues on (B)(6) 2026.the patient reported infection at infusion set insertion site and high blood gliucose levels. The insertion site was at abdomen, upper buttocks and legs. The patient received treatment with correction injection via mdi and antibiotic pills. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.